Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/18/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What date did you experience the symptoms? Were you evaluated by your surgeon? What is your surgeon opinion regarding your symptoms? Was any medical treatment provided for your symptoms? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that a patient underwent a carpal tunnel procedure and suture was used. The patient stated that the incision is painful at one end and the suture material has not started to dissolve. Additional information was requested.